Event description:
During the implantation procedure, the device would not sense or pace appropriately in the pocket and upon placement of leads. It was reported that the device could be interrogated and the use of iecg was successful outside the pocket. This device was not implanted, a new symphony was successfully implanted.

Event description:
During the implantation procedure, the device would not sense or pace appropriately in the pocket and upon placement of leads. It was reported that the device could be interrogated and the use of iecg was successful outside the pocket. This device was not implanted, a new symphony was successfully implanted.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.

Manufacturer narrative:
December 1, 2010. The analysis on this device is pending.